Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that a mynxgrip 6f/7f vascular closure device (vcd) jammed and the patient developed a hematoma over 6 cm in size. Manual compression was applied for a total duration of more than 30 minutes. The vcd was being used in conjunction with a 6f procedural sheath introducer for vascular closure. The vcd was prepped and visually inspected. The vcd was inserted into the sheath and pulled back two stops to the arteriotomy. The stopcock on the sheath was opened and the green handle was then separated and advanced about 6 cm and more than normal resistance was felt. The balloon was then deflated and the vcd was removed and manual pressure was applied. Manual pressure was applied in the procedure room following removal of the vcd for 25 minutes. After, the patient was taken back to recovery and groin was inspected, manual pressure was applied to the groin site for an additional time until hemostasis was achieved. The patient's hospitalization was not extended. The product was not returned for analysis. Review of lot f1720104 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The review of the DHR for this lot indicated that the temperature monitors issue noted in (B)(4) did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Per the mynxgrip instructions for use (IFU), it instructs user to open the procedural sheath stopcock prior to shuttling down. Failure to open the procedural sheath stopcock during shuttling down step can result in a device jam. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. According to the product instruction for use, prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a mynxgrip 6f/7f vascular closure device (vcd) jammed and the patient developed a hematoma over 6 cm in size. Manual compression was applied for a total duration of more than 30 minutes. The vcd was being used in conjunction with a 6f procedural sheath introducer for vascular closure. The vcd was prepped and visually inspected. The vcd was inserted into the sheath and pulled back 2 stops to the arteriotomy. The stopcock on the sheath was opened and the green handle was then separated and advanced about 6 cm and more than normal resistance was felt. The balloon was then deflated and the vcd was removed and manual pressure was applied. Manual pressure was applied in the procedure room following removal of the vcd for 25 minutes. After, the patient was taken back to recovery and groin was inspected, manual pressure was applied to the groin site for an additional time until hemostasis was achieved. The patient's hospitalization was not extended. The vcd will not be returned for analysis.